Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A nurse contacted zoll customer support to report that a (B)(6) year old male patient was treated while at the hospital. The nurse reported that the lifevest was alarming for several minutes and the patient became too fatigued to press the response buttons after some time. During a follow up with the patient, a zoll patient service representative reported that the patient had a burn on the left breast due to the treatment. The burn was treated with an ointment and was bandaged. The patient continued to wear the lifevest.

Manufacturer narrative:
Per investigation of the treatment, the patient experienced an inappropriate defibrillation event. Double counting contributed to the false detection. The response buttons were not pressed immediately prior to the treatment but were pressed after the treatment was delivered. Device evaluation summary: device evaluation of monitor sn: (B)(4) was completed. The monitor was fully functional upon receipt. Device evaluation of belt sn: (B)(4) concluded that the device functioned as designed. All gels were deployed and the belt was able to properly detect and treat. Review of the patient's treatment event confirmed that gel was released prior to a pulse delivery of 150j. The impedance at the time of treatment was 80 ohms. This is within observed values and within normal operating parameters. Monitor sn: (B)(4), electrode belt sn (B)(4): (B)(6) 2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.